Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has not been returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not be sucked into the cartridge. No further information has been made available at this time.